Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited extra cardiac stimulation. The lead was explanted and replaced. Patient was in stable condition.